Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with a 500cc mentor memorygel breast implant. The patient experienced postoperative pain and firmness on their right side. Their physician diagnosed them with right-sided capsular contracture baker grade IV. In (B)(6) 2019, the patient had an MRI and a right-sided rupture was identified. Additionally, the patient reported experiencing rashes and arthritis. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This report is for the patient's left-sided device.